Event description:
It was reported the sound the patient hear's is deteriorating significantly when she moves her head. This is not linked to a particular movement. The patient is scheduled to be re-implanted in may 2006.